Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the implanted mitraclip detached from one leaflet, while remaining attached to the other leaflet. It was reported that on (B)(6) 2018, a mitraclip procedure was performed treating functional mitral regurgitation (mr) grade 4. The patient presented with an enlarged left ventricle and severe left ventricular dysfunction. One mitraclip (80130u214) successfully grasped the leaflets and was implanted on the central anterior leaflet 2 (a2) and posterior leaflet 2 (p2) without reported issue, reducing the mr to grade 1. The mitral valve mean gradient pressure was 2mmhg. On (B)(6) 2018 transthoracic echocardiogram showed the mitraclip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment-slda). The mr increased to grade 4. Prolonged hospitalization was required and on (B)(6) 2018, another mitraclip was implanted medial and lateral to the slda clip as treatment, reducing the mr to grade 1. The final mitral valve mean gradient pressure was 5mmhg. On (B)(6) 2018, the patient was discharged from the hospital. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment(slda) appears to be related to challenging patient anatomy/morphology (enlarged left ventricle). The reported adverse event of worsening mr was a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.